Manufacturer narrative:
G4:19feb2021. H11: the allegation of a blower alarm was reported in error. The initial reporter explained that the device was due for preventative maintenance and was not aware of any malfunction. The initial reporter went onsite to speak with the hospital bio-med, who stated that the device had no malfunction and was currently in use. The bio-med believed that there must have been a communication error during service order intake. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 11dec2020.

Event description:
It was reported to philips that the device had a blower alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.